Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. When the unit was turned back on, a leak alarm sounded. The pt was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company rep replaced the power switch to address the shut down. He also tightened the fill port connection that was causing leak alarms. In an unrelated repair, he replaced the helium tank valve knob. The unit was tested to factory specification. It functioned normally and was returned to the customer.